Manufacturer narrative:
No identifying information was given on the pt in the reporter's submission to the FDA that was forwarded to the distributor. Additionally, samples were not made available, and repeated attempts at gathering further information from the reporter were unsuccessful.

Event description:
Instant ice compress was activated, contents leaked into end user's eye.